Manufacturer narrative:
The unit was returned and met the performance testing requirements. The lot and serial number of the device was not provided; therefore, the device history record could not be reviewed.

Event description:
Customer reported that the device was overfiltering. This device was intended as a replacement for a valve that was explanted; however, the customer decided not to implant the device and closed the eye. The patient's ac remained deep.